Event description:
The customer observed (B)(6) results while using the architect (B)(6) assay. The customer generated negative (B)(6) results in (B)(6) 2011, prior to a blood transfusion for a patient with acute lymphocytic leukemia. In (B)(6) 2012 following a blood transfusion, the following (B)(6) results were generated: (B)(6). The patient was negative when tested for (B)(6). Additionally, a (B)(6) result was negative. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a review of manufacturing records, a search for similar complaints, and a review of labeling. Per the complaint text a retest of the sample was completed at a reference laboratory which returned the same results as observed at the customer site. Obtained the same result. A specificity testing protocol was executed using lot 10572lf00 and met acceptance criteria. A review of our manufacturing records did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Per the complaint text a retest of the sample at a reference laboratory obtained the same results. Based on the available information no malfunction and no product deficiency of the architect hbsab reagent list number 07c18-25, lot number 10572lf00, was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82. (B)(4). A follow-up report will be submitted when the evaluation is complete.